Event description:
As reported by the user facility: serial # (B)(4): secondary bag of chemo infusing (customer verbalized it was cytixane) with primary bag of 500ml of sodium chloride with k+ added. Customer unsure of rate, but when 12 minutes were remaining, 300 ml still left of chemo. No pt injury. MFR - 9610825-2013-00368.